Event description:
Patient returned to the clcu(cath lab care unit) from the cath lab s/p cardiac cath at approx 1215. Patient noted to have a small hematoma proximal to the tr band. Manual pressure held without change. Patient with no complaints. In report was told tr band had 16 ml of air. At 1335 covering rn noted hematoma proximal to tr band. Manual pressure held for approx 10 minutes and hematoma much softer. At 1345 hemostasis obtained after initial deflation of 1 ml of air (although it was given in report as well as charted in the clinical record to have a total of 16 ml of air). At 1415 tr band removed and site covered with 2x2 and tegaderm; wrapped with coban. Right radial site appears to be doing fine. Tr band was then given to unit director for investigation.